Event description:
Wore heatwrap directly on skin and slept with the patch more than 8 hours [device misuse], third degree burn approx 4 cm [burns third degree], burn got infected [wound infection], suppuration [purulent discharge]. Case description: this is a spontaneous report from a contactable pharmacist received via vendor (B)(6) "telemarketing action lead to non direct clients (B)(4) (centrum gender/plus others and thermacare)." A (B)(6) male pt of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back and hip, wrap) from an unspecified date in the beginning of (B)(6) 2013 for an unspecified indication. The pt's medical history included diabetes and hypertension arterial. Concomitant medications included metformin at 850 mg 3x/day for diabetes and enalapril at 1 df 1x/day for hypertension arterial. At the beginning of (B)(6) 2013, the pt reported putting the patch on during the night and in the morning he had a burn. It was reported the pt wore the product directly on the skin and slept with the patch more than 8 hours. The pt experienced a burn of approx 4 cm with erythema and suppuration. In the opinion of the pharmacist, the burn was a third degree burn, but did not require surgical intervention. The pharmacist also stated that the burn got infected. The pt was treated at the pharmacy with oral orbenin, iodine, linitul and silvederma, and did not go to the physician. The pt has recovered but the pharmacist believed the pt will have some mark as a result of the burn. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on an unspecified date. Unspecified therapeutic measures were taken as a result of burn. Additional info has been requested and will be provided as it becomes available. Follow-up ((B)(6), 2013): new info received from a contactable pharmacist included: pt age, medical history, concomitant medications, product details, therapeutic measures taken, additional events of device misuse, wound infection and purulent drainage and updated event of burn to 3rd degree burn making this case reportable. Follow-up attempts completed. No further info expected. Case comment: based on the new follow-up info received, there was a reasonable possibility that the reported event of burn 3rd degree was associated with thermacare lower back and hip, wrap.